Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the laser system would not light up and the screen was black when lit up. The unit was turned off and power button pressed three times, when unit turned back on sizzling noise, burning smell and suet found on the back of the unit. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to component failure, since after the product analysis, it was confirmed that the power supply needed to be replaced due to being faulty. Olympus will continue to monitor field performance for this device.